Event description:
Total needle disengagement "zyplast exploded out and splattered the patient on the face." Patient not injured. This report is being submitted because recurrence of the event could cause an injury.